Event description:
Patient stopped breathing and lost a pulse. Code was called. Upon defibrillation, the unit would only charge to 50 joules. Unit had passed test one and a half hours earlier and passed again post code. Defibrillator has been checked several times post-incident with no apparent problems. Cords, batteries, and cables were all checked. The actual cause has not been discovered. Another defibrillator was available and used successfully on the patient.